Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection was performed. The customer's reported problem was confirmed. According to the investigation air bubble was found on pump downstream occlusion seal. Investigator's replaced the pump dso seal and performed full pm and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 down stream obstruction(dso) seal is bubbled. No patient involvement.